Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. Upon examination, it was noted that the right ventricular (rv) lead had no capture threshold and was sensing atrial signals. Chest x-ray confirmed rv lead dislodgement and rv lead in atrium. The physician performed revision procedure where rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.